Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer stated that the insulin continued to drip after the load reservoir process. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they have a back-up plan available. . The customer does not allege that the insulin pump was under delivering. The customer reported that the insulin exited at the quick release. The customer experienced an insulin flow blocked alarm with the first set. The customer then removed it and put in another but the blood glucose was still going up. The customer began experiencing the issues while they were filling the tubing. The device will not be returned for analysis.